Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked at the joint of the connection site and the extension tube during use.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8235274. Our records show that this is the second instance of leakage occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally microscopic inspection of the sample returned allowed our engineers to identify a breach in the wall of the extension tubing. Further investigation revealed that the damage was most likely caused by interaction with a metal component in the adapter, evidence for this event was found through an impression in the metal hat implied the application of excess force. This occurs due to misalignment in the manufacturing machinery responsible for flaring the end of the component. To prevent a reoccurrence of this issue we have increase maintenance checks and notified the responsible personnel of this situation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked at the joint of the connection site and the extension tube during use.